Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and has intermittent button response due to flattened button dome switch. The insulin pump was monitored for several days no audio beep anomaly pound during our testing and passed functional self test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that there was a constant tone with the insulin pump. Customer stated they did not receive any alarms. The customer's blood glucose was 79 mg/dl. Customer stated the constant tone occurred after the customer entered their blood glucose into the insulin pump. Customer reported they were able to resolve the constant tone by removing the battery for five minutes. The customer also reported the keypad was unresponsive on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.